Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 14th distal stent segment with struts raised and overlapping. There was deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a lcx lesion with 95% stenosis, severe calcification and tortuosity. No issues were noted during inspection of the device prior to use. The lesion was pre-dilated using a balloon at 12atm. It was reported that the stent could not cross the lesion. Resistance was encountered while advancing the device but excessive force was not applied. The physician removed the device and dilated the lesion three times. After dilation the physician tried to implant the stent but it still could not cross the lesion. No patient injury reported as a result of the event. The procedure was not completed. Analysis of the returned device exhibited stent deformation. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.